Manufacturer narrative:
Corrective treatment: methylprednisolone acetate for the event of 'left knee was very big and swollen', 'left knee was painful' and 'knee aspirated' lidocaine for the event of 'left knee was very big and swollen' and 'left knee was painful'. Outcome: recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Reporter causality: related for the events of 'left knee was very big and swollen' and 'left knee was painful'. Seriousness criterion: required intervention. Add'l info was received on (B)(6) 2014. Ptc results were added. Add'l info was received on(B)(6) 2014. The pt's medical history was added. Relevant concomitant medications were added. Product indication, batch/lot number and expiration date were added. Laboratory tests were added. The events of 'left knee was painful' and 'knee aspirated' were added. Corrective treatment (fluticasone propionate/salmeterol xinafoate, amlodipine, enalapril maleate, hydrochlorothiazide (hctz) and fluticasone) was updated. Outcome for the event of 'left knee was very big and swollen' was updated to recovered. Reporter causality and seriousness criterion was added. The pt's clinical course was updated and the text was amended accordingly.

Event description:
Based on add'l info received on (B)(6) 2014, the case initially considered as non-serious was upgraded to serious (events requiring intervention were added). This unsolicited device case from united states received on (B)(6) 2014 from a health care professional. This case was cross referred with case: (B)(6) (cluster). Based on add'l info received on (B)(6) 2014, the events of 'left knee was painful' and 'knee aspirated' were added. This case concerns a (B)(6) year old female pt whose left knee was very big and swollen, 'left knee was painful' and knee was aspirated after receiving treatment with synvisc one injection. The pt had history of previous treatment with synvisc one injection in (B)(6) 2013. The pt's medical history included type 2 diabetes mellitus and hypertension. Relevant concomitant medication included fluticasone propionate/salmeterol xinafoate (advair diskus) for asthma, amlodipine, enalapril maleate, hydrochlorothiazide (hctz) and fluticasone. The pt had drug allergy to iodine (hives), penicillin (swelling) and some sulfonamides (sulfa medications). On (B)(6) 2014, the pt received treatment with synvisc one injection, once (route, dose not reported and batch/lot number: (B)(4) and expiration date: oct-2015) in left knee for left knee osteoarthritis. On (B)(6) 2014 (3 days after the treatment with synvisc one), the pt's left knee was very big, swollen and painful. The pt was instructed to apply ice. On (B)(6) 2014, the pt returned to the clinic to have the knee aspirated (60 ml of serosanguinous fluid). Pt received treatment with lidocaine and methylprednisolone acetate (depo-medrol). The same day, the pt underwent laboratory test which included gram stain and culture of knee fluid which showed no growth. It was reported that the pt showed no issues after aspiration and injection with steroids. On (B)(6) 2014, the pt recovered from all the events.